Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Surgeon of the hospital reported a rupture of the threaded projection at mrh fluted stem (6478-6-710) at the juncture of shank / femur component. Replacement stryker gmrs left distal standard femur.

Manufacturer narrative:
An event regarding revision surgery due to femoral stem fracture involving a stem extender component was reported. The event was confirmed. Method & results: -device evaluation and results: although the stem component was not returned for evaluation, photographs of the explanted device were provided. The stem is fractured through the threaded section, the fractured segment remains in the mating mrh femoral component. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: use of bone cement to fill large bone defects in the femoral condyle below a mrh knee device has contributed to excessive micro motion between cement and bone causing an overload condition with ultimately a fatigue fracture exactly at the area of peak overload. -device history review: review of the DHR was satisfactory. -complaint history review: review of the complaint history confirmed that there were no other similar reported events for this lot. Conclusions: photographs of the explanted device were provided which confirms that the stem is fractured through the threaded section, the fractured segment remains in the mating mrh femoral component. Clinician review of the medical records provided indicated: use of bone cement to fill large bone defects in the femoral condyle below a mrh knee device has contributed to excessive micro motion between cement and bone causing an overload condition with ultimately a fatigue fracture exactly at the area of peak overload. Device evaluation would be required to further investigate this event. No further investigation is possible at this time. If additional information or the device becomes available, this record will be reopened.

Event description:
Surgeon of the hospital reported a rupture of the threaded projection at mrh fluted stem (6478-6-710) at the juncture of shank / femur component. Replacement stryker gmrs left distal standard femur.